Event description:
Boston scientific received information that this product was involved in an infection. Although an infection was confirmed, the physician decided not to extract the system because the antibiotic therapy worked. There were no additional adverse effects reported. All available information indicates that the product remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.